Event description:
It was reported that during a lowering of colon procedure, when the surgeon removed the product out of the box, she observed that the load was not fully inserted. When the product was activated, it didn¿t trigger the stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l54y09. The analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information requested: when the load was not fully inserted, was this same load able to be seated properly? If yes, was this the load which was used when the device was fired and ¿didn¿t trigger the stapling?¿ when the device ¿didn¿t trigger the stapling,¿ were any staples deployed? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? When the device ¿didn¿t trigger the stapling,¿ did the device cut? If the device cut, was the cut line complete?